Manufacturer narrative:
Follow-up # 1 date of submission 01/29/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings: evaluation revealed that there was a crack in the cartridge compartment threads. Evaluation also revealed that there was a crack along the battery compartment threads. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that pieces of the cartridge compartment near the thread area fell off. It was reported that it was difficult to keep the cartridge cap on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.